Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that several same complaints have been registered (from other hospital). There is a possibility that thread is thinner than 3-0 were mix-up into the c0024015 package. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch. Both complaints received from the same end customer regarding the same issue. We manufactured (B)(4) units of this code batch and all products were mostly distributed in the market. There were 28 units in stock in b. Braun surgical's warehouse that were analyzed when the complaint was received. B. Braun's warehouse samples analysis: we have received 28 closed samples from our stock. We have checked all the closed samples received. All samples received have suture corresponding to the description. Diameter result conducted on the closed samples analysed is 0.304 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.250 mm< xave< 0.339 mm. Diameter average value is in the high range of ep requirements for usp 3/0 size. Customer samples analysis (from previous complaints): we received the following samples from the customer: 27 closed samples. 5 open unused samples: 2 without support and 3 without primary packaging. We have checked all the closed samples received. All samples received have suture corresponding to the description. Diameter result conducted on the closed samples analyzed is 0.306 mm in average and fulfils ep requirements for this size and thread: 0.250 mm< xave< 0.339 mm. Diameter average value is in the high range of ep requirements for usp 3/0 size. Diameter results conducted on the open unused samples analyzed are: 2 samples without support number 1 and 2 correspond to usp 3/0; individual values: 0.309 mm, 0.306 mm; fulfil ep requirements for this size and thread: 0.250 mm < xave. 3 samples without aluminium pouch number 3, 4 and 5 correspond to usp 4/0; individual values: 0.243 mm, 0.249 mm, 0.243 mm; fulfil ep requirements for this size and thread: 0.200 mm <xave< 0.249 mm. Furthermore, thread raw material before to release were compliant with a xave diameter of 0.296, 0.293, 0.293 and 0.292 mm. Production records have also been reviewed and no other 4/0 monoplus suture have coexisted in any production point that could lead to the mix-up inside the first pouch. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the investigation included the review of the manufacturing processes, documentation, traceability, quality controls, raw materials, labelling and personnel training. All the reviewed data is compliant and there are no incidences registered. All the in-process controls and final quality controls results of the batches manufactured during the period close to the complaint batches fulfil specifications and are correct, as well as the process is properly validated and controlled. Finally, the only left root cause could be human error when handling the already cut thread before needle attachment as an isolated event. Final conclusion: considering that the samples received from the previous complaints did not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received in the previous complaints. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.